Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limit (apl) valve was replaced.

Event description:
The hospital reported the adjustable pressure limiting valve (apl) was broken, affecting manual ventilation. There was no report of patient involvement.